Manufacturer narrative:
On october 13, 2020, mentor became aware that the patient experienced rupture on the left side only. There was no issue on the right side. On october 28, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in three pieces. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant on the right side and experienced bilateral breast implant ruptures postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503754bc; serial number (B)(4) on the left side, and with catalog number 3503754bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 12, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 13, 2020, mentor became aware that under event description (field b5) of the initial submission, it was mistakenly reported that this was patient's primary breast augmentation. This was patient's revision breast augmentation surgery. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).